Manufacturer narrative:
Other relevant device(s) are: product ID: 9733625, serial/lot #: (B)(4), UDI #: (B)(4). Analysis: ups damaged product ID: 9734639, serial/lot #: (B)(4). Analysis: damaged electronics / interconnect failure product ID: 9733627, serial/lot #: (B)(4). Analysis: no failure found product ID: 9733625, serial/lot #: (B)(4), UDI #: (B)(4); analysis: ups damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the navigation system would not power on even connected to multiple different outlets one of which was known working outlet. There was no monitor power, nothing internal is on either (specifically fans). No patient was present at the time of the event.